Manufacturer narrative:
The complaint sample was returned and the results of that evaluation revealed a piece torn/missing from the edge of the lens. A review of the lot device history records show that all requirements were met. Medical documentation from the doctor was not provided. Based on available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
Consumer reported experiencing pain and discomfort in right eye upon initial use of product. Consumer visited eye clinic and reports to have been diagnosed with superficial punctate keratitis (spk). Consumer reports to have been prescribed tearbalance ophthalmic solution. Consumer is unwilling to provide additional information regarding event or outcome. Medical documentation from the doctor was not provided.